Manufacturer narrative:
The complaint file was evaluated and it was determined that the report relates to a nuvasive reline-o screw, 6.5x40mm 2s polyaxial. The report indicates that the patient underwent an initial procedure around a year ago that involved two levels of repair (l4-s1). A second operation was conducted after the s1 screws were found to be broken. There was no patient injury associated with this reported event. Specified regulatory reporting has been completed. The product was returned and the complaint was confirmed. The root cause is unknown however it was reported as being due to normal wear and tear over time, so it could have been due to improper loading that exceeds the fatigue strength of the implant. Also, upon review of the x-ray imaging, it appears to show no interbody stabilization in the l5/s1 motion segment so there may have been unexpected loading in that area. Causes of and contributors to the event type are believed to be known. Labeling, manufacturing, risk and trend reviews completed with no deficiencies, discrepancies or adverse trends noted, complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that a patient had two 6.5x40 mm screws break in her s1 vertebra. She reports no injuries, sudden movements, or high-impact events. The patient underwent her first surgery approximately one year ago. The initial procedure involved two levels of repair (l4-s1). Following this, she underwent a second surgery yesterday after the two s1 screws were found to be broken. During the second surgery, possible pseudoarthrosis was observed on the left side, while the right side was well-adhered. Metallosis was also observed on both sides. This event occurred in spain.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that a patient had two 6.5x40 mm screws break in her s1 vertebra. She reports no injuries, sudden movements, or high-impact events. The patient underwent her first surgery approximately one year ago. The initial procedure involved two levels of repair (l4-s1). Following this, she underwent a second surgery yesterday after the two s1 screws were found to be broken. During the second surgery, possible pseudoarthrosis was observed on the left side, while the right side was well-adhered. Metallosis was also observed on both sides. This event occurred in spain.